Event description:
The manufacturer received information alleging a ventilator had an issue with low pressure delivery. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's flow sensor assembly was found to be contaminated with fluff and was replaced to address the issue.